Manufacturer narrative:
Concomitant medical products: lot# serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited unexpected battery depletion due to high left ventricular (lv) lead thresholds. The crt-d was explanted and replaced. The lv lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.